Event description:
It was reported the customer was hospitalized with high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 500 mg/dl. The customer also reported a low blood glucose event on (B)(6) 2015. Customer stated the paramedics were called to treat their low blood glucose. The customer also had seizures from their low blood glucose. It was also found the customer had a motor error alarm while filling their tubing. Customer was able to complete the rewind sequence on their insulin pump. The customer also reported cracks around their battery compartment. The customer also had a kinked infusion set. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.